Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). [Ca03] s/w version: 5.2 a. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the lcd window found on (B)(6) 2021. The pump passed the displacement test and the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched lcd window and pillowing keypad overlay. Cosmetic damage was confirmed at the lcd window.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.